Event description:
It was reported that the insulin gauge was displayed inaccurately. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge to resolve the issue.